Manufacturer narrative:
H3: product analysis # 708152367: part # 46812212, lot # 0011215002 visual inspection did not reveal any damage to the trial. Functional inspection confirmed the trial was able to attach to a sample inserter and unthread from it without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/3/4/5/ olif l5/s tlif l2/s2ai pps fixed therapy for lumbar spinal stenosis, kyphosis. It was reported that during the l4/5 olif procedure, the trial sizes were increased from 6°8mm to 12°10mm to 12°12mm. When inserting the 12°12mm trial, it did not enter the intervertebral space and slipped forward, inserting to the opposite side. The trial was quickly withdrawn, but there was bleeding. Gauze was packed to stop the bleeding, and once the bleeding was somewhat controlled, a 12°11.50mm implant was inserted. Surgiflo (a hemostatic agent) was then used, followed by compression with gauze to stop the bleeding. After the bleeding stopped, a drain was placed and the incision was closed.. There was a delay of less than 60 minutes in overall procedure time. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.